Event description:
It was reported that a patient experienced a dental implant loss. Abutment screw fracture, implant had to be removed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The actual fractured abutment was not received for investigation, only the implant which was damaged during removal of the abutment fragment and subsequently explanted.